Manufacturer narrative:
Findings: unit passed self-test and a21 error alarm test. No a21 alarm. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. (B)(4)

Event description:
The customer's father reported via phone call indicating that the insulin pump alarm a21. Customer's blood glucose was 260 mg/dl. The customer's father stated that patient has treated for high blood glucose. The customer stated a temp basal was not programmed before the alarm occurred. The customer stated that the alarm occurred shortly after inserting a new battery. The customer was advised to monitor the insulin pump.